Event description:
On (B)(6) 2021, the patient underwent endovascular treatment of an abdominal aortic aneurysm using gore® excluder® aaa endoprosthesis and gore® excluder® iliac branch endoprosthesis. After the iliac branch component (ibc) was placed proximal to the right internal iliac artery, a guidewire was advanced through the internal iliac gate and into the right internal iliac artery. The physician attempted to advance the internal iliac component (iic) but it could not advance because the throughwire was wrapped around the iic guidewire. The iic device was removed once, and attempt was made to advance the iic device again, but this was not successful. So the physician deployed the external iliac leg of the ibc device first, and then an attempt was made to advance a guidewire into the right internal iliac artery, but the guidewire could not advance into the right internal iliac artery at this point. The angiography imaging revealed there was an obstruction of blood flow on the right internal iliac artery. The physician abandoned to place the iic device. The patient tolerated the procedure. It was reported that the internal iliac artery might have been occluded by blood clot, or the internal iliac artery might have been covered by the ibc device.

Manufacturer narrative:
G1: corrected manufacturing site and address. H6: added component code 515.